Event description:
Pt was in post-op rehab. After use of a stationary bicycle, pt stretched and felt a pop. Surgeon believes x-ray reveals a fractured screw. There was no injury and the device was not removed. However, the surgeon did revise with pedicle screw posteriorly.

Manufacturer narrative:
It was reported that the pt was not able to touch toes for several years and was bending over to touch them now.